Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was very dim. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the screen was very dim. The customer requested the replacement user interface (ui) assembly to be ordered under contract. This investigation is ongoing.

Manufacturer narrative:
H11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2025-031960. The investigation will be documented under MFR report number 2518422-2025-031960. Therefore, this complaint no longer meets reportability requirements.